Event description:
This case was initially received via regulatory authority ansm (reference number: r1716063) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("back ache") in a (B)(6) female patient who had essure (batch no. 683287) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2015, 4 years 6 months after insertion of essure, the patient experienced back pain (seriousness criteria medically significant and intervention required), headache ("headache"), balance disorder ("loss of balance"), mobility decreased ("difficulty to move"), arthralgia ("joint pains"), fatigue ("chronic fatigue") and premature menopause ("premature menopause triggering"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, headache, balance disorder, mobility decreased, arthralgia, fatigue and premature menopause outcome was unknown. The reporter provided no causality assessment for arthralgia, back pain, balance disorder, fatigue, headache, mobility decreased and premature menopause with essure. The reporter commented: several sick leaves that led to difficulties with boss relations. Diagnostic results: several examinations ( CT scans, MRI, blood work-up) were performed. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 13-oct-2017 for the following meddra preferred term: back pain. The analysis in the global safety database revealed 387 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 12-oct-2017: quality-safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.